Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd micro fine plus¿ insulin pen needle there is leakage from a pen needle. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported that a patient stated there is leakage from a pen needle during use. According to the customer that the patient changed to use bd micro-fine plus from pen needle plus of novo recently.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed as the lot# is unknown.

Event description:
It was reported during use of the bd micro fine plus¿ insulin pen needle there is leakage from a pen needle. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the customer reported that a patient stated there is leakage from a pen needle during use. According to the customer that the patient changed to use bd micro-fine plus from pen needle plus of novo recently.